Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use, an issue described as the air tightness being poor occurred, sheath was replaced and procedure was completed successfully. No patient complications were reported. Device is not expected to return.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.